Manufacturer narrative:
Occupation: other, senior counsel, litigation. Please note that the exact event date is unknown. As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to perforation of the filter struts outside the ivc. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to: perforation of the filter struts outside the ivc. The patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: the lot number provided is invalid and the product label that was provided is illegible. Additional information received per the medical records indicate that the patient has a history of extensive deep vein thrombosis. During the index procedure an inferior vena cavogram revealed a thrombus extending from the (left/right) iliac vein into the inferior vena cava for a distance of 1 cm to 2 cm. The filter was deployed via the patient's right internal jugular vein and was placed uneventfully at the l3-l4 level. The patient tolerated the procedure well.   Additional information received per the patient profile form (ppf) states that the patient experienced perforation of the filter struts outside the inferior vena cava. A computed tomography (CT) scan revealed perforation of the filter struts outside the inferior vena cava. The patient became aware of the reported event approximately ten years and two months after the index procedure. The patient continues to experience emotional distress, mental anguish, anxiety and stress. As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the medical records, history includes extensive deep vein thrombosis. During the index procedure an inferior venocavogram revealed a thrombus extending from the (left/right) iliac vein into the inferior vena cava for a distance of 1 cm to 2 cm. The filter was deployed via the patient's right internal jugular vein and was placed uneventfully at the l3-l4 level. The patient tolerated the procedure well. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to perforation of the filter struts outside the ivc. Per the patient profile form (ppf), the patient reports perforation of the filter struts outside the inferior vena cava. A CT scan revealed perforation of the filter struts outside the inferior vena cava. The patient further reports emotional distress, mental anguish, anxiety and stress. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.